Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: the hub was detached with the shield.

Manufacturer narrative:
Investigation: customer returned photos of a 3/10cc syringes. Customer states that the hub was detached with the shield. The attached photos were examined and exhibited the syringe with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch #8316886. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. L2l dispatch #(B)(4) was created on 06jan2019 for raised shield/incomplete shield assembly issues. Root cause: the needle assembly press station was out of adjustment. CAPA#1122103 was initiated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3 ml 29 ga 1/2 in 7bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: the hub was detached with the shield.